Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed that the nurse call turns on and off at the nurse's station when the cable is moved. There is battery leakage and corrosion inside the battery compartment. (B)(4).